Manufacturer narrative:
Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had out of range pacing, defibrillation and superior vena cava (svc) coil impedances. The lead was determined that the rv lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.